Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, ¿working poorly, constant blinking¿ @ 14 minutes of use was observed. 41,290 joules used. The procedure was completed using a second fiber. There were "no damages to the patient" reported.